Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged low glucose readings while using the ilet, including an instance where a meal was announced at a glucose of approximately 53 mg/dl, with lowest values reported in the 60¿65 mg/dl range and correction accomplished with oral carbohydrates (grapes). Symptoms included feeling rattled and confused consistent with hypoglycemia. Outcomes included on-device low glucose alerts and successful at-home correction without outside assistance or medical intervention. Investigation included review of available device data and user report, education on monitoring, and guidance on using pause/resume to mitigate further insulin delivery during lows. Investigation of this case revealed an adverse event of hypoglycemia with unclear cause, without evidence of device malfunction or component failure, and with appropriate device alarming. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.